Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Returned device was received with the right plunger case was cracked. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump had check clutch/plunger error. No adverse patient effects were reported.